Manufacturer narrative:
The technician found dirt and debris in the side rail latching assembly. The technician cleaned the latching assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the side rail was latching intermittently. The bed was not in use when the issue was found. No patient injury reported.